Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was unknown. The customer stated that they left the battery out for too long and received a battery out limit alarm, however the button error alarm was cleared by changing the battery. The customer did not want to replace or return the device.